Event description:
Customer reported that the arrhythmia alarm was not recorded by default. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6). A philips remote service engineer (rse) interviewed the customer and it was discovered the scopes were not set correctly. The arrhythmia alarm was not recorded by default. The customer requested a technical manager come and check the scope. The rse recommended to leave the scopes in standby mode while waiting for the visit of our technical manager. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.